Manufacturer narrative:
This is the initial report. An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
The account stated the axsym analyzer had several probe crashes due to the axsym troponin-I adv reagent pack, lid #1. The account stated the axsym troponin-I adv reagent lid #1 separated from the rubber stopper. Axsym analyzer error code 5080 was generated due to the probe crashes. Csc instructed the account to change the axsym sample probe and recommended steps to take prior to processing on the axsym analyzer. No impact to patient management was reported.